Event description:
It was reported by service report that the left siderail on the stretcher would not latch into place and the pump pedal was not properly attached to stretcher. No pt involvement or adverse consequences are reported.